Event description:
It was reported that during count-out, a sponge was identified with an unreadable barcode and the sponge serial number was not legible. However, after examining the pictures of the defective sponge, it was found that parts of the data matrix tag (dmt) label were separated from the sponge.

Manufacturer narrative:
A picture of the defective sponge sample was received and it was confirmed that parts of the dmt label did separate from the sponge. User confirmed that the sponge was neither pre-treated in saline warmer nor was it exposed to surgical conditions out of ordinary. Dmt labels have been tested in accordance with iso 10993-1 requirements for long term implantation (>30 days) and all tests have passed. Extensive testing of inventory for dmt label adhesion before and after soaking in saline at elevated temperature (>110of) has been conducted and have met acceptance criteria. Compliance with validation criteria, revalidation schedules, and maintenance checks of heat set machines used to apply dmt labels to sponges have been verified and as a of january of this year, dmt label supplier processes have been revised to better control dmt heat sensitive adhesive application. (B)(4). Surgicount medical considers this to be a final report.